Event description:
Additional information was received on (B)(4) 2012, when it was reported the implant coordinator was not given any devices to return so she believed that the generator was discarded.

Event description:
It was reported on (B)(6) 2012, that a patient was in the ICU for an unknown reason. Follow up revealed that the patient was hospitalized from (B)(6) 2012, due to status epilepticus. While in the hospital, the patient was up on nine different medications. The generator was replaced on (B)(6) 2012 and the patient was kept for monitoring. The status seizures were not unusual for the patient. The patient had been seen previously at an epilepsy clinic and changes were made to the patient's medications. At that time, the patient began to have more seizures but the increase in seizure activity was less than what the patient had prior to being implanted with vns. The patient's vns device was checked and indicated near end of service so it was decided to have it replaced. It was unknown if the seizures were due to vns as there were other factors occurring (medication changes) and the patient's seizures are difficult to control so it was believed that it was a combination of factors that led to the increase in seizure activity. Good faith attempts to obtain the explanted generator for analysis are being made.